Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The customer reported a ventilator in which a "low leak" alarm failed to sound. There was no patient involvement or harm.

Manufacturer narrative:
G4: 13oct2020. B4: 31mar2021. The visual inspection revealed that a gas delivery system (gds) assembly was returned and revealed no abnormalities. A failure investigation (fi) technician then installed the gas delivery system (gds) assembly into a fi ventilator to duplicate the reported issue of low leak alarm. The fi technician identified that the low leak alarm was caused by u1 drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13oct2020; b4: 14oct2020. H11: b5: the customer reported that the ventilator experienced a "low leak" alarm. H10: the philips international field service engineer (fse) confirmed the reported issue via diagnostic log and duplicated the reported issue via operational check. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The philips international field service engineer (fse) replaced the flow sensor assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.